Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set, connected to a secondary bag, did not fully infuse. This was identified while in use on a pediatric patient. The infusion was being deliver by an unspecified pump. This was further described as ¿the pump was set up to run the drug profile as a secondary in clinical engineering and it delivered 97ml out of 100¿ mls. There was no patient injury or medical intervention associated with this event. No additional information is available.